Manufacturer narrative:
Concomitant medical products: 4965-50 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with high heart rate. Ventricular capture could not be confirmed on the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.